Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/27/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was peeled off and torn to the left of the up arrow button. During testing the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. The keypad cover was opened and the contrast button contact was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.